Event description:
The caller states that the front wheels are too heavy on the chair. The end user feels that the springs are applying too much pressure to his chairs front wheels causing it to be hard to steer. Customer states that the wheels turn sideways when on carpet and cause a drag. This happens in transport vehicle and in home.